Event description:
It has been reported that while the end user was crossing the street when a car suddenly hit the end user's power chair, throwing her from the chair. The emt was contacted and the end user was transported to the hospital. The end user was diagnosed with minor bruising and contusions. The father of the end user states the chair did not stop and the incident was not due to a failure of the product.